Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
Symptoms reported include hypoglycemia. The patient reported that a month after they found out that they also had an internal hernia and a bowel obstruction. The patient initially treated themselves by drinking a sprite and orange juice while eating pasta.. The patient was treated with syringe glucose and IV glucose at the emergency room. The patient stated they were not sure if the pod was the cause of the low blood glucose levels because they had a transplant surgery which made it so their pancreas would unexpectedly make insulin. The patient was released the same day. The patient has discarded the pod.